Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms occurred (alarm 19) during basal delivery and load sequence with multiple cartridges. The customer also stated the wake button was unresponsive when trying to shut down the pump. Customer¿s blood glucose level was 341 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.